Event description:
It was reported that the pt has experienced sudden decreases in sound. When he presses on the coil, there is interference and then the sound is ok again. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.